Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that the infusor pump is jammed. The event occurred during patient therapy in surgery. It is unknown if patient therapy was interrupted. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B) (4)the device was received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is the actuator screw was detached and the end of syringe was not functioning. The device will be sent to the service department for repair.

Event description:
I started using fixodent approx (B) (6) 1989 when I first got dentures. They have never fit correctly and I have been using 2 tubes of fixodent per week since (B) (6) 1989 to current (B) (6) 2010. Around (B) (6) 2008, I started experiencing numbness and tingling in my extremities. I have experienced blurred vision, loss of coordination, muscle weakness, unexplainable pain and loss of balance. On (B) (6) 2010, I got back my blood test results showing I have elevated zinc levels. My condition is permanent and requires continued medical care and treatment. Dose or amount: denture cream, frequency: 2 tubes per week, route: oral. Dates of use: (B) (6) 1989 to (B) (6) 2010. Diagnosis or reason for use: denture adhesive cream.